Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a procedure report that this patient had been presented to the electrophysiology (ep) for implant of a cardiac resynchronization therapy-defibrillator system. During the procedure, an 8 french peel-away sheath was advanced over the third wire into the axillary vein. Through this sheath a guidant flextend 52 cm lead (model#4087) pacing lead was advanced to the right atrial appendage with the use of fluoroscopic guidance. Once an adequate site was obtained, the lead was actively fixated to the endocardium and testing of the lead was performed. With adequate sensing, threshold, impedance, and no evidence of diaphragmatic stimulation with high output pacing, the sheath was removed and the lead was sutured to the floor of the pocket. All of the implanted leads were connected to the device and the pocket was closed. However, when the leads were checked fluoroscopically, the ra lead was noted to have dislodged and had fallen into the right ventricle (rv). The pocket was opened and the ra suture was removed. The ra lead was repositioned in the ra appendage. The lead was again fixated to the endocardium and tested. Following adequate diagnostic testing, the lead was again sutured to the floor of the pocket. Prior to the completion of closing the pocket, defibrillation threshold testing was performed. See report#2124215-2014-21603 for additional details about this patient's adverse event.